Manufacturer narrative:
An event regarding a fractured triathlon modified insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported event. Damage to the distal rails of the insert was observed. This damage was from contact with hard surfaces. A portion of the distal rail was observed to be broken. The distal rail fragment was returned. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar complaints reported for this lot ID. Conclusions: the investigation concluded that the reported event occurred as a result of multiple overload conditions during trialing. No material or manufacturing defects were identified. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the ps poly trial broke during surgery.

Event description:
It was reported that the ps poly trial broke during surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.